Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges that the heater did not alarm when the temp probe came out of the circuit. The neonatologist stated that the heater got really hot and the odor of burning plastic could be smelled. The heater was being used with a (B)(4) comfort flo humidification system and was enclosed in an isolette. The temp probe was positioned at the pt end. No pt injury was reported.